Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. No frozen screen and no button error alarm noted. The insulin pump has cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a frozen display and alarmed button error. The customer's blood glucose was 58 mg/dl. The caller stated that the insulin pump's display froze while prompting the customer to check her blood glucose, and the backlight stayed on. The customer was unable to clear any alerts. The caller reported that the insulin pump then alarmed button error, which could not be cleared. The caller did not observe any other significant events leading to the alarm. The caller stated that the customer treated for the low blood glucose and felt okay. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.